Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable elective replacement indicator. The condition was the result of a timing anomaly internal to the l320 pacing/sensing integrated circuit.

Event description:
Asku

Event description:
It was reported that the implantable pulse generator (ipg) reached it elective replacement indicator (eri) and premature battery depletion was suspected. The device did not accept new programming. The device was explanted and replaced. No patient complications have been reported as a result of this event.